Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to hyperglycemia event on (B)(6) 2025. Blood glucose level was high at the time of the event caused by an occlusion alarm and patient got treated with insulin via intravenous (IV) drip. The duration of hospitalization was greater than 24 hours. Patient has experienced the symptoms of sick/unwell at the time of the event. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.